Manufacturer narrative:
Initial.

Event description:
It was reported that during initial training the ilet pump powered on and the screen backlight activated, but no visual content displayed and the device could not be paired to the phone, consistent with an unresponsive user interface and touchscreen issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the trainer and analysis of the information provided. Investigation of this case revealed a software-related problem affecting the touchscreen interface that presented as an unresponsive key or button condition on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.